Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that the reported event was due to a faulty/defective main circuit board. The main circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to the customer declined service. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient harm or serious injury reported as a result of this incident.